Manufacturer narrative:
H3: two photos were received for evaluation. No sample was received and in case it is received it, the complaint will be reopened. The device history review of the reported lot number found no non-conformities during the manufacturing process. According to photos received, the device ¿leaking¿ was confirmed. There was no cause established for the leak.

Event description:
It was reported that there were obvious signs of leakage with liquid within the overwrap and bubble wrap bags. Liquid was observed inside of the yellow casing of the cadd suggesting a potential bladder leak. Manual pressure was applied to the bladder to determine whether there was a bladder leak. There was a leaking at the upper left corner of the bladder along the seam, opposite of the blue flow stop clip. There was no patient involvement.